Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: left breast implant saline mentor smooth round moderate profile 250cc, serial number (B)(4), catalog number 3502275. (B)(4).

Event description:
It was reported that a (B)(6) -year-old hispanic female patient underwent a primary breast augmentation with mentor smooth round moderate profile 250cc saline breast implants which the right side deflated after implantation. The issue was diagnosed by examination. As a result, the patient had the device explanted on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary the device contained no fluid, upon receipt by mentor. Brown material was observed within the device. No foreign material was observed on the shell surface. During visual examination, product evaluation team observed the device appears intact. Leak testing was performed in accordance with mentor procedures and a leakage was detected at valve. No other anomalies were found. Because mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the valve leak occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found close to the valve. Based on the information provided and the results of the laboratory examination of the device, product evaluation team was not able to determine when the rent was introduced into the valve of the device. Furthermore, at this point it is not possible to determine the origin of the brown material observed. Product evaluation team concluded that the valve leak occurred sometime subsequent to the removal of the device from its protective packaging. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 03/27/2018,the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 04/13/2018, additional information indicated the right device was replaced with catalog number 3502275, serial number (B)(4), lot number 6894141. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This complaint file has been identified as a duplicate of manufacturer report number 1645337-2018-01575, however, both have already been submitted to FDA. As a result, relevant information from this file will be transmitted to the manufacturer report number 1645337-2018-01575. Manufacturer¿s reference number: (B)(4).